Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer also reported that lip ring was missing. Ring of the reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. The reservoir will not be returned for analysis.